Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was crooked and had come off its rail, but it could still be opened and closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction : section b date of event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer crooked off rail. A field service engineer swapped out auxiliary half height (hh) drawers 4.1 and 4.2 with a new unit, transferred all cubie pockets and assigned the drawer, and installed eight new slide bumpers on the slide railings for auxiliary hh drawer 5.2 as well as main hh drawers 4.1, 4.2, 5.2, 6.1, and 6.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was crooked and had come off its rail, but it could still be opened and closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.